Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed and later explanted due to infection. Patient condition was fine after the procedure.

Manufacturer narrative:
Following fields deleted: additional information. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: a partial lead measuring 33.3cm was returned for analysis. External insulation abrasion was noted at 22.3-22.5cm proximal to the distal end of the svc shock coil, consistent with friction to another device or feature of the heart. The silicone insulation was intact at this location.